Event description:
A doctor called questioning a beta result of 2187 when qualitative result was negative. The sample was pulled and rerun. The result was <5. The technician performed a system check on the instrument and it failed. Beckman was notified and called in for service. Bio-med was notified at 1400 hrs. The laboratory manager and pathologist were notified of the issue. The results were rechecked from previous 24 hours. All results were documented.======================manufacturer response for dxi 800, dxi 800 (per site reporter).======================manufacturer is aware and fixed the problem. There was no harm to patient.